Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on the adc meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-administer treatment. Two sachets of sugar were given, and the customer was transported to a hospital. The caregiver was uncertain whether any additional treatment was administered. There was no report of death or permanent impairment associated with this event.